Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the metronic (B)(4).

Event description:
Customer's mother reports that customer experienced blood glucose versus sensor glucose differences and received cal error. It was also reported that customer experienced low blood glucose. Customer's blood glucose was 47 mg/dl, which was treated with glucose tabs. Sensor read 70 while blood glucose was 135 mg/dl. During troubleshooting, customer removed sensor and it was bent. Sensor would be replaced. No further information provided.